Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument wire broke inside patient. The instrument wire was still attached to instrument when it came out of the body. A new instrument was used to replace the broken instrument. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) received regulatory report and obtained the following additional information: the permanent cautery hook instrument wire (robotic instrument) broke inside patient. The instrument wire was still attached to instrument when it came out of the body, new instrument replaced broken instrument. Isi followed up with the initial reporter and obtained the following additional information: all instruments are inspected prior to putting on the system. The permanent cautery hook instrument had no damage prior to use. The instrument was removed as soon as possible. The surgeon believed it was due to wear and tear. The instrument was in use for 10 minutes. The surgeon did not notice until the instrument broke. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The permanent cautery hook instrument wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. There were no fragments fell into the patient. No additional procedures or post operative tests done. The procedure was completed robotically. There was no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.